Event description:
It was reported that during pre-test water withdrawal, the sterile water could not be drained. It was drained after the syringe was attached for a while, but the asymmetry of the balloon was also noticeable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test water withdrawal, the sterile water could not be drained. It was drained after the syringe was attached for a while, but the asymmetry of the balloon was also noticeable.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter with cut portion of inlet tubing with a straight tipped syringe. Visual inspection noted that the balloon was partially inflated upon receival of sample. The balloon passively deflated using returned syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon concentricity observed 80:20 . The balloon passively deflated using returned syringe in under 3 minutes with no cuffing or leaks noted. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. A reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.